Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(6) h3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of suction during service. There was no patient invovlement.

Manufacturer narrative:
The customer declined ge service. No repair information available.